Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient lost weight and the ipg became loose in the pocket which was causing discomfort and pain at the ipg site. It was also reported it was hard to locate the ipg while recharging due to the ipg movement in the pocket. As a result, the patient's ipg was explanted and replaced with a different model on (B)(6) 2015. Effective stimulation was obtained following the procedure.